Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient lost consciousness and fell due to hypoglycemia while wearing the pod between 1 and 4 hours on the arm. The patient was wearing their apple watch which registered the patient falling and automatically called the paramedics (ambulance). The patient's blood glucose level was 1.1 mmol/l (19.8 mg/dl). No treatment or medication was given besides food from the patient's own fridge to help stabilize their blood glucose levels.